Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler and cycler set and the adverse event of peritonitis (characterized by abdominal pain), which warranted hospitalization. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. However, individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. Based on the totality of the information available, the captured pd products cannot be excluded from having a possible casual and/or contributory role in the patient¿s peritonitis and subsequent hospitalization. Presently there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, limited information precluded a more in-depth investigation. If the cycler is returned, a manufacturer evaluation may dissociate the liberty cycler from having contributed to the serious adverse events. However, without a discharge summary, causality and the current disposition of the patient, this clinical investigation cannot disassociate the device/product from the serious adverse events. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [ccpd] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2021 due to peritonitis. No additional information provided during initial reporting. Subsequent attempts to obtain additional information (e.g., discharge summary, culture results) have thus far proven unsuccessful.